Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test, and the device was unable to prime during rewind as a result of a loose drive support disk.

Event description:
The customer reported that insulin squirted out, but the device did not alarm an error. Advised that the insulin pump would be replaced. The blood glucose reading was 170m/dl. No further information was provided.